Event description:
A user facility reported an intraocular lens (iol) with a hazy, cloudy optic noted when the package was opened. There was no reported patient impact/injury associated with this event.